Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, it was noted that an alarming "air in line" message was activated when infusing the customer's pump. No air was visible in the tubing when trying to infuse the pump. Event log history was performed and showed that the pump displayed alarm for "cannot start pump", alarm on pump was silenced and the alarm was acknowledged. The event log history performed also showed that the pump exhibited alarm for "cassette unlocked". Based on the evidence, the complaint was confirmed, and the root cause of the reported event was faulty air detector sensor. The air detector sensor will be replaced to resolve the event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "constant air in line" with no air. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.